Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). A blood tubing set was received by the manufacturer for evaluation. The returned sample was visually inspected and material was observed in the venous chamber. The material appeared to be lipids. Based on the review of the returned sample and review of similar incidents, the manufacturer concluded that the likely identity of the white material observed in the blood lines is lipids that came out of the patient's blood during treatment. There is also a possibility that the white material is fibrin, a protein deposited from the blood that is associated with clotting. The deposit of lipids and fibrin in blood lines are known side effects of dialysis treatment. A review of the device history records for sl-2010m2096 lot 00854004 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: after returning blood to the patient a light sandy sediment was noted in the venous bloodline and venous drip chamber. No patient injuries were reported.